Event description:
Dealer is stating that the center mount cable is broken on the foot rest.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.